Event description:
It was reported that the device was explanted and replaced due to no output. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed a no output condition when programmed vvi unipolar pacing. Further testing revealed the no output condition was the result of lifted hybrid bond wires.